Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed with rate smoothing on (up and down 12%), with a lowest vt zone of 135 bpm. The patient experienced a vt at a rate of 120 bpm, after the device had smoothed out the rhythm. As a result, tachy therapy was not delivered. In addition, noise was observed on the atrial channel, but the noise was not sensed by the device (pacing pulses were present through the noise). A guidant technical services (ts) consultant discussed programming options for the rate smoothing issue, and discussed possible sources for the noise on the atrial channel (seal plug damage versus myopotential oversensing). No symptoms were associated with this clinical observation.